Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue: ¿wire broken¿. The subject device was investigated and found the camera cable was disconnected. Additional failure events were identified: no image output; corrosion on the scope mount; scratch on the lens of the main body and corrosion on the video connector. Since the device is more than 15 years old, the device history record (DHR) was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the disconnection occurred at the connection inside the camera cable breakage stopper, and it is presumed that the camera cable was pulled, resulting in the disconnection of the internal connection. Regarding the ¿no image output¿, the camera cable was disconnected, and it is assumed that normal communication was not possible, resulting in the phenomenon that images did not came out. Regarding ¿corrosion on the scope mount¿ and ¿scratch on the lens of the main body¿, the investigation did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device has broken wire. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the subject device has broken wire. There were no reports of patient harm.